Manufacturer narrative:
H3: product analysis of ped-450-25, lot no: b560439, as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, the middle section was found to be open and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at middle section as the middle section was found to be open and no damage. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline failed to open in the middle section. The pipeline had been placed in a vessel bend when it failed to open. It was reported that the cause of the event was that the pipeline should be retrieved twice at the bend, and the stent was damaged.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left c6 segment. The max diameter and neck diameter were 4mm. The landing zone was 3.7mm distal and 4.55mm proximal. The patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered, and the pru level was said to be "iia". It was reported that the surgeon had difficulty opening the pipeline stent at the anterior ascending flexion of the cavernous sinus segment. They retrieved it more than twice and used combined pushing and pulling, but it still could not be opened. They suspected that the stent had been damaged due to too many operations. The pipeline was withdrawn for observation, but it still could not be opened outside the body. A replacement stent was used, and the patient did not experience any injury or complications. Angiographic results post procedure showed the blood flow was smooth and aneurysm retention was obvious. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.